Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. The patient had a supraventricular tachycardia (svt) episode that was detected in the monitor zone. It then accelerated into the ventricular tachycardia (vt) therapy zone, which resulted in the delivery of inappropriate therapy. This patient received three anti-tachycardia pacing and five 41 joule shocks. The patient was admitted to the hospital where the device was interrogated, and the monitor zone was changed to a therapy zone. There were no adverse patient effects reported.